Event description:
It was reported that the patient had been emergency room due to feeling very disoriented and dizzy after activating a new pod. The patient's blood glucose levels reached an unknown level while wearing the pod between 1 and 4 hours. The patient did not remember how they were treated for the issue. It was also reported that before the emergency room they went to urgent care. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Overall, no problem was found.